Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Medical records further to mesh implant surgery inclusive of the pfs were not available to know about the details of complications suffered by the patient.